Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 46 mg/dl. The customer treated his blood glucose level with fruit. The customer received weak signal, calibration error, and lost sensor alarms. Customer's sensor glucose reading was 44 mg/dl but his blood glucose level was 204 mg/dl. The device was not returned.